Manufacturer narrative:
Investigation summary: photo and sample received by our quality team for investigation. Through visual inspection, damaged stopper is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based upon the quality team's investigation, possible root cause is associated with failure at stopper assembly station. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information received syringe with deformed plunger. Customer provided to us the additional information on 20.sep.2023. The questionnaire was sent to the notifier, with the response "the syringe was not used, as the handler noticed the deviation before handling it". Customer responded to questionnaire, but informs that nfd issue cannot be issued to bd, as material was acquired through cbs. In this case, we will collect and bring the deviated item to cbs. Therefore, I ask that, if possible, the sample be collected at cbs, as well as the replacement of this removed item. Can we proceed this way?

Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, damaged stopper is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based upon the quality team's investigation, possible root cause is associated with failure at stopper assembly station.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger was deformed. The following information was provided by the initial reporter, translated from portuguese: "syringe with deformed plunger."